Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints reported from this lot. It was reported that the tech inadvertently pulled the locking clip. It should be noted that the embolic protection system electronic instructions for use (IFU) instructs to remove the red locking clip once the rx delivery catheter is positioned to the intended filter deployment site. It was unknown if the filter separated from the bare wire when the locking clip was removed; therefore, the system was removed from the patient. The red locking clip on the black handle of the rx delivery catheter is used to prevent movement of the white pull handle prior to deployment. Removing the red locking clip may result in the filter being deployed prematurely if the white pull handle is pulled; however, it would not lead to the filter coming off of the barewire filter delivery wire (fdw) as the wire is equipped with a 0.019¿ step at the distal end which acts as a distal stop for the filtration element. Unless the core of the barewire filter delivery wire separated, which was not reported, a cause for the filter not being on the barewire after removal could not be determined. The investigation determined that inadvertently removing the locking clip prematurely was due to user error. A cause for the filter not being present on the barewire could not be determined. The foreign body in the patient was unable to be confirmed and could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified lesion in the right internal carotid artery. An emboshield nav6 embolic protection system (eps) was prepared successfully; however, the filter prematurely deployed. The bare wire and delivery catheter were pulled on to re-position the filter inside the delivery catheter. The eps was advanced to the target lesion, but resistance was felt with the anatomy. The eps reached the target lesion and the locking clip was removed and the deployment handle pulled to deploy the filter, but it failed to deploy. The eps was removed, and it was confirmed that the filter remained on the delivery catheter. A second emboshield nav6 eps was prepared without issues. The eps was being advanced; however, the tech inadvertently pulled the locking clip. It was unknown if the filter separated from the bare wire when the locking clip was removed; therefore, the system was removed from the patient. The filter was not on the bare wire and the delivery catheter was dissected and the filter could not be located. A computerized tomography scan was performed, but the filter could not be located in the patient. The location of the filter is unknown. It was further reported that the patient¿s intravenous bag was inadvertently left open which caused the bag to fill up with air and this led to 20cc¿s of air in the patient¿s brain. The patient flatlined, was revived, and is recovering in the intensive care unit with a cerebral edema. No additional information was provided.